Event description:
Covidien received information stating that while in use on a patient an 840 ventilator had a blank screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. The returned gui pcb was reported to fail with a "blank screen". A visual inspection of the returned component was conducted and no anomalies were found. The unit was attached to the failure investigation test ventilator for analysis. Upon powering on the ventilator a gui inop (inoperable) error was generated. The gui display was blank and error 57 (unexpected reset umpire test) was displayed on the gui diagnostic led (light emitting diode) array. The fault was isolated to the vga controller. Those vga controller devices are now obsolete. No further investigation or repair was possible on this pcb as no replacement component is available. If this component failed during ventilation, the unit would generate a gui inop condition. The appropriate audio and visual alarms would enunciate. The ventilator would continue to operate at previously entered settings. (B)(4)